Event description:
Allegedly the patient was revised due to mom complications (right). Additional information received (B)(6) 2016, clarifying that the implant was for the left hip and also stating the correct implant date.